Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich_12.6; +9.0/2.0/170 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The surgeon notes the lens was stuck in the cartridge/injection system and tore during injection/delivery into the eye. Intraoperatively the lens was removed without patient injury. On (B)(6) 2024 a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6. Type of investigation: 4110: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: 734574.